Event description:
Device report from synthes reports an event in japan as follows: it was reported that a percutaneous vertebroplasty was performed for pseudoarthrosis on november 13, 2023. Vertebral body stenting (vbs) was performed according to the procedure manual up to stent balloon placement. During balloon dilation, the vbs balloon in question on one side (left side viewed dorsally) dilated the inflation, but the balloon did not dilate and the stent did not dilate. On the other side, proper extension was obtained. During positioning of the balloon on the side where the problem occurred (ventral-dorsal direction), the stent unraveled from the balloon mount. When the balloon was dilated in that condition, the balloon dilated and only the dorsal side of the stent was dilated. Because further balloon dilation was difficult, the stent on the problem side (left side viewed dorsally) was cemented with only the dorsal half dilated. The cement was able to reach and fix the cavity within the vertebral body created by the trial balloon and the stent, which was inadequately dilated. The cement was then allowed to set and the procedure was terminated. The surgeon commented after the surgery that there will be no impact on the patient because the stent has spread, albeit by half, and the cement injection has connected the cement to the stent. The vertebral body height is also maintained because the contralateral stent has achieved good dilation. The cause of the dilation failure was not clear, as there was no balloon rupture or loosening of the connection when the balloon was checked in vitro postoperatively. This report involves one vbs w/balloon med. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: two possible lot numbers reported: 82273407 and 82273406. D9: complainant part is not expected to be returned for manufacturer. Review/investigation. E3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): part # 09.804.601s. Synthes lot # 82273406. Supplier lot # 82273406. Release to warehouse date: 01 may 2023. Supplier: confluent medical technologies. No ncrs were generated during production. Part # 09.804.601s synthes lot # 82273407 supplier lot # 82273407 release to warehouse date: 01 may 2023. Supplier : confluent medical technologies. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.